Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous and moderately calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty of the shunt. During the procedure, the pressure was being increased from 3 to 4 atmospheres upon first inflation. However, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.